Event description:
It was reported the patient received a routine pump replacement on (B)(6) 2015. The spinal segment of the original catheter was noted to be curled, out of the intrathecal space and was "subq". X-rays were performed. The catheter issue was dislodgement/migration.the patient had a second surgery for a catheter revision on 3/10/2015. The spinal segment of the catheter was replaced. It was unknown if catheter segments were left in the intrathecal space. The recovery/length of stay (los) was longer than anticipated but uneventful. The patient had no injury and recovered without permanent impairment. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).